Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was identified during a "routine general inspection." There was no patient involvement, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. Additional evaluation findings are as follows: intermittent noise/lines observed in the image due to a faulty receptacle unit; power switch noted cracked; rust noted on the receptacle and main board. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.